Event description:
Additional information received reports the broken haptic was noticed prior to implant, during the preparation of the device.

Manufacturer narrative:
Additional information provided in b.5. And d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) could not be implanted because the haptic remained behind in the injector. A backup lens was used to complete the procedure. Additional information was requested.